Event description:
A female consumer (age unspecified) reported an incident regarding a (B)(6) year-old male customer (her husband). The nexcare blister waterproof bandages was used to cover a small scratch on her husband's leg (exact location unspecified). She placed the bandage on his leg before shower and removed after shower. On (B)(6) 2021, his skin alleged came off with the bandage. She alleged the area was very painful, red, inflamed, swollen and infected. On the same day, she called the doctor, and he prescribed mupirocin antibiotics (dose was not reported) for infection. On (B)(6) 2021, they went to the doctor and he prescribed another dose of mupirocin. On an unreported date, the wound was scraped evenly (debrided) at the university hospital. The alleged injury is starting to heal. No allergies or medical history reported.

Manufacturer narrative:
End of report.

Manufacturer narrative:
Weight - ethnicity: information not provided. The product has a 5 year shelf life claim. The product is exempt from UDI due to no sales in us. Lot number was not provided. Therefore, manufacture date unknown. No sample has been received for analysis. The 2-year complaint history was reviewed for the product's global sales code (gsc) of sxj and reported failure. No trends were observed. 3m will continue to monitor. Test results confirm the biocompatibility of nexcare¿ waterproof bandages for their intended use. In addition to performing clinical studies, 3m¿ monitors its medical devices with manufacturing controls, including in-process specifications, release specifications and testing.

Event description:
A female consumer (age unspecified) reported an incident regarding a (B)(6)-year-old male customer (her husband). The nexcare clear waterproof bandage was used to cover a small little scratch on her husband's leg (exact location unspecified). She placed the bandage on his leg before shower and removed after shower. On (B)(6) 2021, his skin alleged came off with the bandage. She alleged that the area was very painful, red, inflamed, swollen and infected. On the same day, she called the doctor, and he prescribed mupirocin antibiotics (dose was not reported) for infection. On (B)(6) 2021, they went to the doctor and he prescribed another dose of mupirocin. No allergies or medical history reported.